Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a hysteroscopic surgery (for abnormal uterine bleeding) the cutting loop/hf-resection electrode, suddenly fractured in the uterine cavity. The doctor immediately removed the fractured part and replaced a new device to continue the procedure. No reports of patient harm.